Event description:
During patient use the male implant backed out of the female implant. A revision surgery was conducted and all hardware were removed.

Manufacturer narrative:
4247 - this complaint was not escalated to root cause analysis. 4316 - this complaint was not escalated to root cause analysis.